Event description:
Customer reported a high pitched noise coming from the high voltage supply. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ups, and found the customer's power to be fluctuating. Ge rep adjusted the input transformer to better match the input power. System operates as intended.